Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean under the lower control solution range when tested with control solution. In addition a secondary issue was noted; the test strips were found to be contaminated. The meter was also returned and tested. The complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio iq) read inaccurately low compared to their feelings and/or normal readings. The reporter claimed obtaining blood glucose readings of "34, 74 and 77mg/dl" with the subject meter. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.